Event description:
A customer from (B)(6) notified biomérieux of discrepant colony color while culturing five (5) (B)(6) isolates from four (4) separate patients using chromid® (B)(6) (ref. 43466, lot 1008025430). The customer observed yellow colonies for all five separate isolates, and stated the expected colony color was green indicating a positive (B)(6) result. The isolates were tested using the vitek® 2, agglutination test, and pcr test methods; all tests results were mrsa positive. The chromid® (B)(6) agar instruction for use (IFU) results and interpretation section states the presence of at least one (1) green colony gives the sample a positive (B)(6) status. There is no indication or report from the laboratory that the discrepant results led to any adverse event related any patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in switzerland regarding discrepant colony color while culturing five (5) staphylococcus aureus isolates from four (4) separate patients using chromid® mrsa s. Aureus (ref. 43466, lot 1008025430). The customer observed yellow colonies for all five separate isolates, and stated the expected colony color was green indicating a positive mrsa result. An internal investigation was conducted using biomerieux retained samples of the subject lot, and on the plates received from the customer. The testing results confirmed the product performed within expected specifications. All the quality control tests (macroscopic appearance, ph measures and microbiological performance) carried out prior to releasing this lot were within specifications. The customer issue was not reproduced through the internal investigation performed on the retain samples, nor with the customers plates provided. A root cause of the event could not be established. See section h10.